Event description:
It was reported that after an ion lung biopsy procedure, a chest x-ray revealed a small pneumothorax. The physician informed the endoluminal territory associate (eta) about the incident and stated that the pneumothorax resulted from the biopsy. Although there was no immediate need for a chest tube, the medical team planned to monitor the situation and would place a chest tube if necessary. At the time of the call, the eta confirmed being present during the second half of the procedure. The procedure was completed with no complications or delays, and there were no allegations that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) followed up with the physician, who responded that "...it was simply a complication not unexpectedly from the biopsy. Nothing to do with your equipment..." Response received from eta provided additional information: the lesion biopsied was in the right upper lung, on the pleura and measured 10cm. No diagnosis was obtained at time of report, but lesion looked suspicious. The pneumothorax occurred because the biopsied lesion was close to the pleura. The pneumothorax was originally 5cm and did not increase in size. The pneumothorax would have occurred regardless of biopsy method. Chest tube placed was 8.5 cm. No symptoms were documented. Patient remained hospitalized for two days and then discharged home. No images were obtained. The ion system did not exhibit any issues or unexpected behaviors that may have contributed to the event.

Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation.